Manufacturer narrative:
Investigation description: complaint was confirmed and duplicated. Alert 41 was annunciated and present in the notifications menu. Alert 38 and 41 were confirmed through the engineering logs. Upon inspection of interior components, it was observed that the motor was loose.

Event description:
It was reported that the user experienced repeated device alarms indicating consecutive stalled motor events and an absolute insulin range error, consistent with a mechanical problem, and the user transitioned to an alternative insulin therapy while awaiting a replacement device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device, consistent with a mechanical problem classification. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.